Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reports 3 week history of worsening skin issues. Has been changing wafer few hours up to every 24 hrs since home from hospital. Skin is open and weeping with intermittent bleeding to entire peristomal area approx 3 to 4 inches out away from stoma. There is mucocutaneous separation circumferentially around stoma that is approximately 1.25 inches wide. Stoma is located directly across from navel. Has seen surgeon on (B)(6) for eval of separation; trying to get into local (B)(6) for evaluation this week. Discussed stomahesive powder and sensicare for crusting and eakin directly around stoma over separation.